Event description:
It was reported that the customer had an unspecified cartridge issue. The customers blood glucose level was reported in the 400s mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.